Manufacturer narrative:
Analysis of historical records (information already provided). Orthofix srl checked the internal records related to the controls made on the veronail radiolucent handle code 17915, batch f19 before the market release. No anomalies have been found. The original lot, manufactured in 2007, was comprised of (B)(4) devices. All of them have already been distributed to the market. Technical evaluation: the returned device, received on september 7th, 2015, was examined by orthofix srl quality engineering department. The device was subjected to visual, dimensional and functional check as per orthofix srl product and design specifications. The visual check evidenced that the handle is a little worn but does not show major signs of deterioration. The dimensional check did not evidence any anomalies. The functional check evidenced that the returned device have problems in the distal targeting. The results of the technical evaluation evidenced that the targeting problem might be attributable to normal wear and tear of the device after repeated uses over the time (device manufactured in 2007). Medical evaluation the information made available on the event together with the results of the technical evaluation were sent to our medical evaluation. Please find below an extract of the medical evaluation performed. The surgeons in south africa are normally very experienced. The surgeon here had to use the freehand technique to insert the distal locking screw(s). If the distal holes do not line up for mechanical insertion it is likely that the handle has been treated roughly. It is the surgeon's responsibility to check that the targeting system is functioning properly before inserting the nail. We do say in general precautions §10 in the instructions for use leaflet, ref: pq ttn, the following: "it is recommended to assemble the system prior to implantation." The patient had a successful operation, but it took 20 minutes longer than it might have. I guess that this time delay is just significant, but it is also fair to say that the patient came to no harm. We can confirm to the distributor that the distal targeting was not functional, probably due to wear and tear of the device. The analysis of the original quality records confirmed that it worked as specified when first supplied. We must emphasise that the important thing is to check the functionality of the system prior to each operation. Final comments the results of the technical evaluation evidenced that the targeting problem might be attributable to normal wear and tear of the device after repeated uses over the time (device manufactured in 2007). The medical evaluation evidenced as follows: "the patient had a successful operation, but it took 20 minutes longer than it might have. I guess that this time delay is just significant, but it is also fair to say that the patient came to no harm". Orthofix srl would like to remind the importance to strictly follow the instructions for use, ref: pq ttn, which require to check the functionality of the system prior to use. (B)(4).

Event description:
The information provided by the local distributor indicates: (B)(6); o body part to which device was applied: femur; o surgeon description: fracture treatment; o type of problem: device functional problem; o event description: distal locking sleeves does not line up to 200mm nail. Dynamic and static locking option not accurate. It either misses posteriorly or anteriorly. Dr had to spend extra time removing screw and reinsert screws using imaging on lateral view: extra 20 minutes. The complaint report form also indicates: - the device failure had adverse effects on patient; - the surgery was completed with used device; - the event led to a clinically relevant increase in the duration of the surgical procedure (delay of about 20 minutes to retrieve screw and re-insert using imaging on lateral view); - an additional surgery was not required; - copies of the operative reports are not available; - copies of the xrays are not available; - note and comments: distal locking on the veronail jigs seems to work for a couple of cases, then it misses after a while. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the veronail radiolucent handle code 17915 batch (B)(4) before the market release. No anomalies have been found. The original lot, manufactured in 2007, was comprised of (B)(4) devices. All of them have already been distributed to the market. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation become available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); body part to which device was applied: femur; surgeon description: fracture treatment; type of problem: device functional problem; event description: distal locking sleeves does not line up to 200mm nail. Dynamic and static locking option not accurate. It either misses posteriorly or anteriorly. Dr had to spend extra time removing screw and reinsert screws using imaging on lateral view: extra 20 minutes. The complaint report form also indicates: the device failure had adverse effects on patient; the surgery was completed with used device; the event led to a clinically relevant increase in the duration of the surgical procedure (delay of about 20 minutes to retrieve screw and re-insert using imaging on lateral view); an additional surgery was not required; copies of the operative reports are not available; copies of the xrays are not available; note and comments: distal locking on the veronail jigs seems to work for a couple of cases, then it misses after a while. (B)(4).